Event description:
On hold by yale k. 02-21-23

Manufacturer narrative:
Date received by manufacturer: 16dec2019. Report date: 16dec2019. The manufacturer¿s field service engineer (fse) could not duplicate the unknown noise through investigation at the repair center. There was no error log and the device had no anomaly, either. Proper operation was ensured through the overall checking and run testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported noise occurred during run in test. There was no patient involvement.